Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge due to an ac power module failure. There was no report of pt involvement. The ac power module was replaced under warranty which resolved the failure. As of (B)(6) 2011, there have been no further calls from this customer site regarding this issue.

Event description:
The customer reported that the battery failed to charge due to an ac power module failure.